Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0hzdz, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0cm47, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the infection was at the lead track. The patient had symptoms of incisional wound opening. The patient did not have meningitis and perioperative antibiotics were administered. A culture of obtained and (B)(6) was cultured. Oral antibiotics were given to the patient and a partial device system explant was done. The patient outcome was ongoing.

Event description:
Additional information received reported the patient¿s wound at the right lead site at the top of their head would not heal. The healthcare professional (hcp) had prescribed hyperbaric treatment for the patient. The patient had a revision on 2015-(B)(6). The patient has had multiple revisions because the wound would not heal.

Event description:
It was reported the patient had an infection and a lead revision on (B)(6) 2014. The lead was explanted. The healthcare professional (hcp) was concerned about infections related to deep brain stimulation. The hcp had experienced several infections approximately one year post implant at the lead site and implantable neurostimulator (ins) pocket. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.